Event description:
While the co customer support engineer was servicing the device, he noted that the audible alarm appeared to be intermittent. The cse replaced the utility harness and the unit passed its performance test. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.